Event description:
It was reported that the patient's inflatable penile prosthesis was no longer working. The pump would not inflate the cylinders. The device was replaced five months later with a new device. The patient's condition was good upon closing. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4.

Event description:
It was reported that the patient's inflatable penile prosthesis was no longer working. The pump would not inflate the cylinders. The device was replaced five months later with a new device. The patient's condition was good upon closing.